Event description:
It was reported that the customer was hospitalized for dka. The customer had hbgs prior to the event. It was indicated that an alarm occurred and the time was off by an hour. Troubleshooting was done and the pump passed the functional tests. The customer was educated on the troubleshooting and to follow the two hbg rule.